Event description:
Implant failed due to coating flaking off.

Manufacturer narrative:
Implant was failed due to lack of primary stability.

Event description:
Implant failed due to lack of primary stability.